Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was "jumping around". There was no reported impact to the customer's blood glucose level. Tandem technical support reviewed pump data and observed the events reported. Multiple attempts were made by tandem technical support to complete troubleshooting with the customer, however no response was received.